Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 04 nov 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 2740 units released. Lot expiry date: 31 oct 2018.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for global instability of the left knee. Event is serious and is considered moderate. Event is definitely related to both device and is definitely not related to procedure. Date of implantation: (B)(6) 2016, date of event (onset): (B)(6) 2020, (left knee). Treatment: awaiting revision surgery.